Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens had foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a chip, light guide lens had a snag on it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope emitted an orange light and there was material on the cover glass of the light guide found during set up in room / before patient in room. It appears that the edge of the glass is raised compared to the glass itself, causing material to get trapped easily. There were no reports of patient involvement.